Event description:
Per the clinic, the patient's initial implantation surgery on (B)(6) 2026, was difficult due to an abnormal cochlea and challenges locating the round window. During the initial surgery, impedance measurements were obtained for 21 electrodes, and neural response telemetry (nrt) responses were obtained for 2 electrodes. The patient subsequently underwent a revision surgery the following day due to postoperative fluid leakage. During the revision surgery, no nrt responses were obtained. Additional information has been requested but has not been made available as of the date of this report.